Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow up 03-may-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing'), embedded device ('they are embedded within the myometrium'), device expulsion ('they are embedded within the myometrium'), fallopian tube perforation ('fallopian tube particle was actually protruding out through the cornea and in a circular fashion and this had perforated through'), device dislocation ('migration') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 774387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included regional nerve block (essure insertion) on (B)(6) 2010. Patient was using depo, so date of her last menstrual period was not reported. Previously administered products included for an unreported indication: cytotec 110 mcg, vicodin 5/500 mg, doxycycline 100 mg, toradol and valium 10 mg. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain") and complication associated with device ("device complications") and was found to have a pregnancy with contraceptive device ("pregnancy on essure"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingo-"oophorectomy"). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, device expulsion, fallopian tube perforation, device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain and complication associated with device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication associated with device, device breakage, device dislocation, device expulsion, embedded device, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: after insertion 3 trailing coils were observed in the left and 4 trailing coils were observed in the right. Patient will use for vicodin for pain relief and will call if she has unusual symptoms such as heavy bleeding, fever or severe pain. She will use another form of birth control for the next three months and will have an hsg (hysterosalpingogram) done at three months post-procedure to verify tubal occlusion and micro-insert location. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination: on (B)(6) 2010: results: normal uterine cavity. Pregnancy test urine: on (B)(6) 2010: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received. Case became medically confirmed. Reporter's information added. Event:fallopian tube particle was actually protruding out through the cornea and in a circular fashion and this had perforated through, they are embedded within the myometrium were added. Event of pregnancy with contraceptive device downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing'), embedded device ('they are embedded within the myometrium'), device expulsion ('they are embedded within the myometrium'), fallopian tube perforation ('fallopian tube particle was actually protruding out through the cornea and in a circular fashion and this had perforated through'), device dislocation ('migration') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 774387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included regional nerve block (essure insertion) on (B)(6) 2010. Patient was using depo, so date of her last menstrual period was not reported. Previously administered products included for an unreported indication: cytotec 110 mcg, vicodin 5/500 mg, doxycycline 100 mg, toradol and valium 10 mg. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain") and complication associated with device ("device complications") and was found to have a pregnancy with contraceptive device ("pregnancy on essure"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, device expulsion, fallopian tube perforation, device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain and complication associated with device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication associated with device, device breakage, device dislocation, device expulsion, embedded device, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: after insertion 3 trailing coils were observed in the left and 4 trailing coils were observed in the right. Patient will use for vicodin for pain relief and will call if she has unusual symptoms such as heavy bleeding, fever or severe pain. She will use another form of birth control for the next three months and will have an hsg (hysterosalpingogram) done at three months post-procedure to verify tubal occlusion and micro-insert location. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2010: results: normal uterine cavity. Pregnancy test urine - on (B)(6) 2010: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in an adult female patient who had essure (batch no. 774387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included regional nerve block (essure insertion) on (B)(6) 2010. Patient was using depo, so date of her last menstrual period was not reported. Previously administered products included for an unreported indication: cytotec 110 mcg, vicodin 5/500 mg, doxycycline 100 mg, toradol and valium 10 mg. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complications"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: after insertion 3 trailing coils were observed in the left and 4 trailing coils were observed in the right. Patient will use for vicodin for pain relief and will call if she has unusual symptoms such as heavy bleeding, fever or severe pain. She will use another form of birth control for the next three months and will have an hsg (hysterosalpingogram) done at three months post-procedure to verify tubal occlusion and micro-insert location. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2010: normal uterine cavity. Pregnancy test urine - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 5-may-2017: medical records received - new reporter; patient's demographic data; drug history; lab data; and essure treatment details (lot number, insertion date and procedure details). Company causality comment: this litigation case report refers to female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and reported adverse events including device removed via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Since lot number received, ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), device dislocation ("migration"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy on essure") in an adult female patient who had essure (batch no. 774387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included regional nerve block (essure insertion) on (B)(6) 2010. Patient was using depo, so date of her last menstrual period was not reported. Previously administered products included for an unreported indication: cytotec 110 mcg, vicodin 5/500 mg, doxycycline 100 mg, toradol and valium 10 mg. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (" pain ") and complication associated with device ("device complications"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove essure) and surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain and complication associated with device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication associated with device, device breakage, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: after insertion 3 trailing coils were observed in the left and 4 trailing coils were observed in the right. Patient will use for vicodin for pain relief and will call if she has unusual symptoms such as heavy bleeding, fever or severe pain. She will use another form of birth control for the next three months and will have an hsg (hysterosalpingogram) done at three months post-procedure to verify tubal occlusion and micro-insert location. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2010: normal uterine cavity. Pregnancy test urine - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: event medical device removal deleted and event migration, fracturing, miscarriage and pain added. With essure removal date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in an adult female patient who had essure (batch no. 774387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included regional nerve block (essure insertion) on (B)(6) 2010. Patient was using depo, so date of her last menstrual period was not reported. Previously administered products included for an unreported indication: cytotec 110 mcg, vicodin 5/500 mg, doxycycline 100 mg, toradol and valium 10 mg. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complications"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: after insertion 3 trailing coils were observed in the left and 4 trailing coils were observed in the right. Patient will use for vicodin for pain relief and will call if she has unusual symptoms such as heavy bleeding, fever or severe pain. She will use another form of birth control for the next three months and will have an hsg (hysterosalpingogram) done at three months post-procedure to verify tubal occlusion and micro-insert location. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2010: normal uterine cavity. Pregnancy test urine - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).